Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the white (fill port) cap of a small volume intermate was missing. This was noticed during setup when the overpouch was opened. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between june 5-6, 2024. H11: the actual device along with a photograph of the sample were provided for evaluation; the actual device was returned in a ziploc bag and not in its original packaging. Visual inspection of both photograph and actual device was performed which identified a missing fill port cap. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.